Event description:
The treating doctor reported that the patient's tooth #19 fractured during treatment and required extraction. The periodontal condition was described as crown good, no liquid, and no root canal, with no traumatic occlusion. Last week, the root was extracted, and an implant is planned. The patient did not require additional medical intervention. It is unknown if any laboratory tests were performed or if medications were prescribed. No information is available regarding allergies, pre-existing medical conditions, or regular medication use. The patient has not stopped the use of the product.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause of this event could have been that this molar was the only one providing anchorage, due to the amount of pressure the molar broke. Also shared that the prognosis was initially good, and the tooth was not expected to be extracted or lost during treatment. The treating doctor indicated that the treatment plan may have aggravated the condition, but the pre-existing clinical factors were considered the main reason for extraction. Align's clinical review of available records indicates that the patient completed one order of 21 aligners and, according to the second order's prescription, wore only one set of aligners. Neither order included programmed movement for tooth #19. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.